Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer complained of a questionable result on one patient sample run with the ca2 calcium gen.2 reagent on a cobase integra 400 plus analyzer. The initial calcium was 12.0 mg/dl with a data flag. The nephrologist questioned the result. A new sample was drawn; the calcium was 9.0 mg/dl with a data flag. The customer repeated the first sample with a result of 9.0 mg/dl with a data flag. The second sample was run again on (B)(6) 2017 on another integra analyzer and at another location with results of 8.9 and 8.6 mg/dl, respectively. Two random samples were run on the second integra analyzer and another location with matching results. A precision test was performed with the second sample on (B)(6) 2017; the results were ok. Technical support visited the customer and found a whitish film on top of the first sample after centrifugation, which distributed gradually through the sample on standing. He made the same observation on the second sample. He did not believe it was fibrin. From pictures of the affected sample the investigation determined the particles may be chylomicrons. These may have stuck to the sample probe, carrying more sample than intended into the reaction chamber, causing an elevated calcium result. The particles should be removed before testing a sample. The investigation was unable to determine a specific root cause. Additional data was requested but not provided. Based on the results of the second sample a general reagent issue or drug interference can be excluded. Calibration and quality control data confirm the reagent/application/instrument are functioning properly as a whole. No reagent or instrument issue was found.